Event description:
When changing the pod, pt felt "pain" at the site and she feels the cannula may have dislodged and got stuck under the skin. Pt went to the doctor and had the cannula removed from her stomach. The pod is not expected to be returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any product malfunction or defect that may have caused or contributed to the pt's condition. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted..."